Manufacturer narrative:
Manufacturer's evaluation lab report (B)(6) 2011 confirmed meter for melting/burning.

Event description:
Caller reports electrical contacts of this inform meter melted. No adverse event reported. A request was made for the return of the device, replacement was sent.